Event description:
It was reported via telephone call from sales representative that a 2800, 19mm, (B) (4) was explanted after an implant duration of 88.83 months due to unknown reasons. The sales representative has the valve at this time and will send it to us as soon as he receives the return kit. No additional information was provided. On 07/1/10 email response from sales representative indicates that the reason for explant was due to calcified leaflets. No operative report will be forthcoming.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Calcification is minimal to moderate in all three free margins. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. Host tissue is moderate at the stent outflow. Two tears are detected at the free margins of leaflet 1 and 2 at commissure 2. The tears measure to approximately 2-3mm. Commissure 2 appears to be flared out as evident in the x-ray. The sewing ring is cut and the wireform is exposed, most likely due to explant. The x-ray demonstrates stent distortion, wireform to band separation and calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sale rep. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.